Event description:
During a total hip surgery on (B)(6) 2020, the surgeon was using the cup impactor to insert the cup. After impacting the cup into the acetabulum, he attempted to change the position of the cup and the impactor broke leaving the impactor's threads in the cup.